Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. Mdu is over 6 years old. The complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the mdu overheated and was working intermittently before a procedure. No injuries or complications were reported as a result.